Event description:
The pt felt no stimulation sensation on the left body side. The lead was placed cervically. Device interrogation revealed repeating impedance measurements of 2007 ohms with current less than 15 microamperes. Reprogramming options were being considered. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).